Manufacturer narrative:
(B)(4). One sample was received and evaluated. The position of the thumb valve did appear to be fully upright (unlocked, closed position). After the valve was depressed and released, the valve did return to the full upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occurred. When the thumb valve was fully depressed, the suctioning increased. The thumb valve was turned 90 degrees and the suctioning did not occurred. The suctioning did not occurred as well when the valve was placed in the locked position. The device history records were reviewed for lot number m5194t508 and product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four patients. This is the second of four reports. Refer to 8030647-2015-00272 for the first patient. Refer to 8030647-2015-00274 for the third patient. Refer to 8030647-2015-00278 for the fourth patient. It was reported that the customers had ongoing issues with the closed suction catheters thumb port. Additional information has been requested but not yet received.